Event description:
A malfunction alarm occurred, displaying malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a pump replacement, instructing the customer to put the pump into storage mode and return it with a pre-paid label. The customer understood these instructions but had no backup insulin therapy and planned to contact their healthcare provider.